Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error and the operator not performing rinseback as directed in the user's guide. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently pulled out the venous needle and then connected the venous line to the saline bag, causing it to fill with blood. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 240cc. No medical intervention was required.